Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed, however the photos did not identify a specific product issue. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® k2e (edta) 10.8mg plus blood collection tube. The following information was provided by the initial reporter, "pink tube did not fill completely. New tube taken and footprint taken. During the donation."

Event description:
It was reported that underfill occurred during use with a bd vacutainer® k2e (edta) 10.8mg plus blood collection tube. The following information was provided by the initial reporter, "pink tube did not fill completely. New tube taken and footprint taken. During the donation."

Manufacturer narrative:
The change is as follows: date received by manufacturer: 2019-09-27.